Manufacturer narrative:
The customer reported that the tubing disconnected from the y-site, and returned one sample of material 2426-0007, lot 25023008. Upon initial visual examination, the set verified the complaint of separation, at the second smart site, tubing inlet. The tubing and smart site were examined under a microscope, and insufficient solvent was found. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant notified personnel involved in the assembly of the set of the correct solvent application.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had connection issues the following information was received by the initial reporter with the following verbatim it was reported by customer that the tubing disconnected from the 2nd y-site of the tubing and the white piece of the safety clamp did not come on the tubing.